Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, there is visible moisture behind the display lens and there was a visible crack at the right-hand corner of the display. There was no evidence of moisture inside the battery compartment. The battery cap that was returned with the pump for investigation was able to be properly secured to the pump. A leak test was performed and revealed a leak at the sight of the cracked case. On testing, the pump was unresponsive with no audible tone, no vibration and a blank display. The pump was opened for investigation and revealed moisture contamination inside the pump and on the internal components.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that pump emitted a call service alarm 069 and then a few minutes later turned off and screen went blank. The battery was changed and pump beeped once but display did not come back up. There is no reported adverse event with this complaint. This report is made based on the allegation of the power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.